Event description:
Report received from (B)(6) stating that the device was not adjustable. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional information provided.

Manufacturer narrative:
The device was received by (B)(4). The investigation is still in process. When the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).